Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast reconstruction revision with mentor memorygel breast implant, 250cc silicone prosthesis, experienced left sided rupture post procedure. The diagnosis by the health care professional is leak, a lesion and possible breast cancer. The issue was confirmed through physical consultation. The prognosis or treatment is unknown. Follow-ups were performed to acquire additional information, if additional information becomes available, a supplemental report will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.